Manufacturer narrative:
A visual examination of the device photographs made by the user facility was conducted. Inflation line. Product evaluation: as listed in the initial report, the device was retained by the user facility which sent co pictures of the device for evaluation. Co's evaluation of the photographs revealed that the inflation line had completely detatched from the endotracheal tube. The tip of the inflation line appeared to have a slight set in it and also appeared somewhat opaque. Co has determined that these characteristics are indicative of chemical adhesive on the tip of the inflation line. This indicates that this endotracheal tube did go through the proper sequence of our mfg operations. Sims is unable to identify and examine other endotracheal tubes from this mfg lot because the lot number was not recorded at the user facility.